Manufacturer narrative:
(B)(4). A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 11 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. Also, a functional evaluation with found that the balloon would not inflate due to the melted extrusion at the distal tip. The balloon was intact but the injected air leaked through the melted extrusion which affected balloon inflation. The condition of the returned incident device was consistent with the complaint of the device was unable to bow and the balloon deflated, however, this was attributed to melted/split extrusion. During manufacturing, tome devices are 100% inspected, so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device was unable to bow despite squeezing the handle. The cut wire position, was convenient by chance to perform a cut to the papilla. The balloon was inflated, however, it subsequently deflated. The procedure was completed with this device. After the procedure it was noted that the cut wire was not 2cm but 1cm. It was reported that there was no visible damage to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.